Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of fainting and hypoglycemia. The g5 system is associated with product code pqf. Product code pqf is not currently available in field d.2b.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experience a hyperglycemic event. The patient's wife drove to the emergency room (ER) to get the patient treated as the patient's blood glucose shot up to 600mg/dl and was reading very high. The patient was treated with intravenous (IV) fluids and insulin. The patient was not admitted in the hospital. There was no alleged device malfunction. At the time of contact, the patient felt better. No additional event or patient information was provided.